Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17778. It was reported that when the patient presented in the hospital, leads dislodgement was observed on the right ventricular (rv) and right atrial (ra) leads. The patient was noncompliant with physician orders by repeatedly raising the arm above his head in a position of comfort. The device system was explanted. The patient was stable throughout the procedure.